Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, after an episode of atrial fibrillation, the ventricular rate was noted to decrease. A chest x-ray was obtained that confirmed the right ventricular (rv) lead had dislodged. Further review also showed a high sensing rate and it was suspected that the rv lead was oversensing the atrial signal. A revision procedure was performed and this rv lead was repositioned. No additional adverse patient effects were reported.